Manufacturer narrative:
G3 initial awareness date was 11may26. The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported that the 139104ext device had an insufficient heatseal found during incoming inspection. No patient involvement occurred. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.